Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum plus blood collection tubes, the color of an unspecified number of tubes appeared slightly cloudy. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-apr-2025. Investigation summary: bd received 15 samples and 6 photos for investigation. A visual inspection was conducted on the 15 returned samples, and 8 of these samples failed the inspection. Analysis of the 6 returned photos revealed that each photo showed tubes that were more opaque than normal. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding part is cloudy based on customer sample and photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum plus blood collection tubes, the color of an unspecified number of tubes appeared slightly cloudy. No adverse impact was reported regarding the patient or user.